Event description:
The clinic reported an autotest failure. Gambro technical services (gts) determined silicone seal from the balance chamber diaphragm magnet had come loose, lodging in one of the balance chamber valves. The valve was replaced to correct the condition. No patient involvement was reported.